Event description:
The video telescope was returned to olympus for repair with the customer describing the image to be fading when the cable is moved. During the inspection at the repair center, the video telescope was found to display varying purple and green images. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation could not confirm the fading image reported by the customer but found the video telescope to display a varying green and purple image. This issue was traced back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. Additionally, scratches were found on the cover glass of the device¿s outer tube, which caused reflections in the image and are most likely attributable to improper handling. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.